Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and was in the hospital and they were helping the patient charge and they were having difficulty connecting/coupling with one of the ins's. They were unsure if it was related to the fact that they had a rib pierce their lung in the fall on that side. It was unclear whether the patient had been hospitalized and it was unclear if the fall was thought to be related to the device.

Manufacturer narrative:
Product ID 37612, serial# (B)(4), implanted: (B)(6) 2019. Product type implantable neurostimulator. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or a serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating that the coupling difficulty was with the ins in the left chest where the patient had sustained injury. The fall, injury, and subsequent occurrence of the patient being in the hospital were not reported to be related to the dbs system. It was also mentioned that patient was now home and doing well.